Manufacturer narrative:
D.3 common device name: culture media, antimicrobial susceptibility test, mueller hinton agar/broth. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mueller hinton ii agar that there was a performance issue. The following information was provided by the initial reporter: the customer has received on the (B)(6)2023 2 pcs. Of sku 254081 with lot 3040719 and is complaining that in one of the two packages there were petri dishes with growth. In each stack of this package there were several petri dishes with growth and some of the stacks were marked with a tick with black marker on top of the plastic package. We have not opened the boxes in our storage and not marked them.

Manufacturer narrative:
H6.event description: the customer reported mh ii agar arrived with contamination. Complaint history review: the complaints trends were reviewed, and similar complaints was registered. However, no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided; however, pictures samples were shared showing contaminated plates. Evaluation results. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion based on the evaluation and the provided pictures, the complaint was confirmed for contamination. A definite root cause could not be determined.

Event description:
It was reported that while using the bd bbl¿ mueller hinton ii agar that there was a performance issue. The following information was provided by the initial reporter: the customer has received on the 9th of march 2023 2 pcs. Of sku 254081 with lot 3040719 and is complaining that in one of the two packages there were petri dishes with growth. In each stack of this package there were several petri dishes with growth and some of the stacks were marked with a tick with black marker on top of the plastic package. We have not opened the boxes in our storage and not marked them.